Event description:
Reporter alleged the blood glucose device generated a reading outside the reading range of the meter. It was stated the customer obtained a result of "002" mg/dl twice within an hour. Reporter indicated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement was sent.